Event description:
A polaris ultra stent set was being prepared for a stenting procedure. According to the complainant, the device was noted to be torn upon unpacking. It is not known whether or not there was damage to the external packaging. The procedure was completed with another of the same device and no patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has not been received. Therefore, a failure analysis could not be completed. A review of the batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further, relevant information, a supplemental med watch will be filed.